Event description:
A customer reported restricted flow while using a y-type irrigation set, due to a malformation in the set. This event was observed during patient infusion, though no patient injury or medical intervention was reported to be in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. The sample arrived out of the pouch primed. Visual inspection showed that one red tip protector was missing, but there were no obvious defects. The sample was spiked into an in-house 1000ml solution bag and re-primed. Visual inspection showed that the sample primed and flowed. The synthetic poly tubing was removed and was visually inspected, and the opening appeared compressed which could slow the flow, but because the sample primed and flowed the complaint will not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reporter stated that the event had the potential to increase patient blood loss and necessitate increased amounts of anesthesia during surgery. However, there was no serious injury or medical intervention in association with this event. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.